Event description:
Had breast augmentation in (B)(6) 2014. After that I started experiencing psychological problems such as major depressive disorder, anxiety, and suicidal thoughts. I have documentation from medical professionals who placed me on psychiatric medication. Since I have experienced many of the health issues of breast implant illness, including but not limited to; chronic fatigue, cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss), muscle aches, pain, and weakness, joint pain and soreness, dry skin, eyes, mouth, weight gain or weight loss, easy bruising, temperature intolerance, low libido, ringing in the ears, heart palpitations, shortness of breath, night sweats, skin rashes, insomnia, swollen and tender lymph nodes in the breast area, underarms, throat and neck. Tingling or numbness in the arms and legs, burning pain around the chest wall or breasts. Cold and discolored hands and feet, muscle twitching, vertigo, fevers, dehydration, frequent urination. Chronic neck and back pain, photosensitivity, nail changes (cracking, splitting, slow growth etc), skin freckling, pigmentation changes (darkening or white spots), edema (swelling) around eyes, decline in vision or disturbances, slow muscle recovery after activity, liver and kidney dysfunction, gastrointestinal and digestive issues, sudden food intolerances and allergies. Smell or chemical sensitivities, new or persistent infections - viral, bacterial, and/or fungal (candida). Reoccurring sinus, yeast, and uti infections. Throat clearing, coughing, difficult swallowing, choking feeling, chronic inflammation, feeling like you are dying, headaches, dizziness, and migraines. Mood swings, emotional instability, anxiety, panic attacks, suicidal thoughts, depression, hypo/ hyper thyroid symptoms, hypo/ hyper adrenal symptoms, symptoms or diagnosis of fibromyalgia. Common autoimmune symptoms or diagnoses: hashimotos thyroiditis. FDA safety report ID # (B)(4).